Manufacturer narrative:
The unit was received with blank display due to moisture damage at the electronic assembly. The unit was received with moisture damage on the motor. The unit was monitored during battery insertion and there was no vibration or constant tone anomaly. The following physical damage was noted: minor scratched display window, crooked casing at the display window corners, and cracked reservoir tube llip.

Event description:
The customer reported via phone call that he jumped into the lake while wearing his insulin pump. The patient's blood glucose was in the 100 mg/dl range this morning. Troubleshooting was initiated for the moisture exposure. The insulin pump was vibrating without an alarm or alert. The device display went immediately blank after the device's exposure to moisture. A constant tone was occurring as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.